Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post a stenting treatment procedure, a patient death occurred. The patient presented due to stable angina. The 80% stenosed and 10mm long target lesion was located in the mid right coronary artery (rca) with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilation and placement of a 3.5x16mm taxus element stent, resulting in 0% residual stenosis. The patient was discharged the following day on clopidogrel. (B)(6) 2010 - the patient presented due to cardiac arrhythmia and expired the same day. The cause of death was reported as cardiac arrhythmia, atrial fibrillation and chronic obstructive pulmonary disease. An autopsy was not performed.